Event description:
It was reported that a person using an ilet system called to report persistently high blood glucose, with a meter or sensor value of 431 mg/dl, and troubleshooting and education were completed with no alarms or alerts reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment or hospitalization. Investigation included customer troubleshooting and education through standard support protocols. Investigation of this case revealed no reported device alarms or hardware issues and no identified device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.